Event description:
The customer reported that the c arm was trying to reboot and would not perform fluoroscopic imaging. There is no report of injury or death associated with the event described in the complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.